Event description:
The user facility reported that during priming, the pre oxygenator pressure was just over 100mmhg, approximately 30mmhg higher than the normal pre oxygenator pressure. Due to this defect, the entire circuit was replaced. The case was successfully completed using an alternative device.the patient was not harmed.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510k: k130520. Visual inspection of the actual device upon receipt. No anomaly such as breakage was found. The pressure drop was measured using saline solution. The pressure drop when circulating at each flow rate up to the maximum flow rate of 7. L/min was equivalent to that of the current product. No anomaly was found. The pressure drop was measured using bovine blood (hb: 12g/dl, temp.: 37°c.). It met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file: no other similar report of the product with the involved product code/lot# was found. Cause of occurrence/conclusion: based on the investigation result, it was found that the pressure drop of actual device was equivalent to that of the current product, and no anomaly was found. Therefore, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.